Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that 5 days post-op a liver resection procedure, the patient fell and was found to be hypotensive. Protime elevated 41 (pt/ptt were normal preop). CT scan results showed bleeding from small bowel mesentery. Patient was not taken back to operating room. Blood was given on pod #5. Also treated and stopped coagulopathy. Patient was given blood post-op. The device was discarded.

Event description:
Information obtained from surgeon: the case was a klatskins tumor which proceeded with minimal blood loss. A few days postoperatively, the patient's inr unexpectedly began to rise and the patient subsequently bled from the roux limb mesentery. It was on the mesentery that the enseal device was used. This patient's cause of elevated inr was a primary hepatic failure and the bleeding most likely caused by this synthetic anticoagulation. The patient survived and has fully recovered.